Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 355 mg/dl at the time of incident and current blood glucose level was 405 mg/dl. The customer was treated with manual injection for high blood glucose level and had symptoms like nausea. The customer did not allege insulin pump was under delivery. The customer reported that the insulin pump received insulin flow blocked alarm after bolusing. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The insulin pump will not be returned for analysis.